Manufacturer narrative:
A system displaying ¿low battery warning¿ message was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients ipg controller displayed "replace generator soon" message. It was undetermined whether the ipg had reached its end of service. As a result, surgical intervention was undertaken during which the ipg was explanted and replaced. Surgical intervention addressed the issue.